Event description:
In additional information received on 19jan2026, it was confirmed that the wire was not withdrawn or manipulated through the needle. The wire was introduced through the needle, and the needle was removed successfully without issue. The failure occurred later in the procedure. After the tube was threaded over the wire, the wire began unraveling as it was attempted to be withdrawn from the chest tube. Following wire unraveling, the physician immediately stopped applying traction to prevent the wire from fracturing and leaving a foreign body in the patient's chest. The procedure was converted to an open thoracostomy. The physician made an incision and removed the chest tube and the wire together as a unit. After visually inspecting the wire to confirm it was intact, a standard chest tube was placed through the incision.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b2 - outcomes attributed to ae, b5. Correction: b1, h1 - type of reportable event, h6 - annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: supply chain manager g4- PMA/510(k) #: exempt h3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide from a cook wayne pneumothorax tray unraveled. The device was being placed in the patient in the emergency room. The catheter was inserted, but when the wire guide was removed, the wire "frayed/unraveled." The catheter and wire guide were removed together. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b3, b5, d9 - date returned to mfg. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 06jan2026 when the device was returned for investigation. A handwritten note was attached to the device stating that the wire frayed/unraveled when doc went to remove it from the tube - the doctor says he has never seen a wire fail this way." The catheter, three-way stopcock and guidewire were returned for investigation. The three-way stop cock was attached to the catheter hub. The wire guide was within the catheter/stopcock and had unraveled.